Manufacturer narrative:
Additional information: the device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Error description of the customer: "during a lap spay this morning our insufflator over inflated several times with no readings on the front of the machine. We tried shutting it down and restarting, I set the pressure to 4 and it then overinflated again despite saying 00 on the pressure setting. Our surgeons had only removed 1 ovary at this point and didn't feel it was safe to continue and had to convert to open surgery to remove the 2nd ovary."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).